Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had trouble with the controller/recharger registering to charge the ins. The patient stated they had a hard time finding the right spot. The patient said the ins moves around in their body and they can feel the top of the ins battery and can't lean on the counter. The patient also reported that they were hurting on the day prior to the report and they did not have their controller with them. The patient was directed to their healthcare professional. Additional information was received from a manufacturer representative (rep). The rep reported that the patient¿s system was not turned on until a week after surgery and nothing was mentioned in the notes about the ins moving. The rep said that the cause of the ins moving and the charging issues was not known but the healthcare professional stated that the ins moving until it scars into place 1-2 months after surgery was normal. The steps taken to resolve the issue and if the issue was resolved was unknown. No further complications were reported/anticipated.